Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at 2 am for hypoglycemia and seizures. The customer's blood glucose level at the time of the hospitalization was 74 mg/dl. The customer was treated with food. The customer's blood glucose level at the time of the report was 364 mg/dl. He was not on an insulin drip. Standard troubleshooting was attempted but was unable to be completed. The product is not being returned. Nothing further was reported.